Event description:
It was reported that the nurse "entered the room and controlled the vad. Both batteries were disconnected". The controller was not alarming. The nurse reattached the batteries and the pump started without problems. The controller was exchanged during which alarms did not sound again. Data analysis revealed missing data for hours leading up to the event. Patient is doing fine and had no problems with the pump stop. The controller is being returned to heartware for further evaluation. Investigation is ongoing.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the controller and the primary controller that is in use. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today. Devices remain implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed that the controller lost power for approximately six (6) hours and fifty-six (56) minutes. Analysis of the device revealed that the device did not meet specifications; the controller passed visual inspection but failed functional testing. Testing revealed a depleted nickel-metal hydride (nimh) internal battery. Further analysis revealed a faulty internal cell pair. The alarm functioned as intended after replacing the faulty internal battery with a known good battery. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a faulty internal cell pair of the nimh battery which prevented the alarm from sounding. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness and warnings of a dead or underpowered internal battery that may affect the no power alarm. The fsca reminds patients to always follow their patient manuals when changing power sources. Patients are instructed to never disconnect from both power sources at the same time and should ensure that a caregiver is always nearby when changing power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.